Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. The field service engineer (fse) remotely confirmed the reported battery failed issue. The fse remotely advised the customer to replace the battery to address the reported problem. The customer confirmed replaced the battery, and it worked.

Event description:
The customer reported battery failed. There was no patient involvement.